Event description:
Account reported an axsym b-hcg result of 0.0 miu/ml. The physician questioned the result. The sample was repeated and was 3424 miu/ml. An ultrasound was performed which showed viable pregnancy.